Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a drill bit had broken when attempting to drill the first hole. The broken piece had fallen into the patient but was located and removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; however, a picture was provided. The picture shows a broken drill bit. DHR was reviewed and no discrepancies relevant to the reported event were found. Without the opportunity to examine the complaint product, a definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.